Event description:
It was reported that the pt was suddenly unable to hear anymore. All the external parts were checked and were found to be working well. The internal device was tested and was found to have malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.